Event description:
It was reported that the pump touch screen was unresponsive. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.